Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with updating the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues arose, which the caller understood and acknowledged.